Event description:
Right total knee implant 10/30/1998. Tibial polyethylene tray locked into position. 10 days post-op pt bent over, felt large "pop" & severe pain (2) knee. To ER x-ray showed dislocated tray. 11/10/1998 pt to surgery. Tray was found to be unlocked & anterior sublexed. Found 1 x 2 mm piece bone cement lodged between posterior locking mechanism & tibial implant. Tray was replaced at this time with another from same lot number.